Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the right ventricular (rv) leads revealed loss of capture and poor lead sensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was recovering and no additional adverse consequences to the patient were noted.